Event description:
It was reported that occlusion alarms occurred. This issue caused the customer's blood glucose level to exceed 500 mg/dl, with the continuous glucose monitor reading ¿high.¿ to address the high blood glucose, the customer used a correction injection via multiple daily injections. Reportedly, the customer changed the cartridge and resumed insulin.